Manufacturer narrative:
Additional information has been requested and, if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
Head surgeon dr. (B)(6) reports via our sales rep, (B)(4), that the head loosened from the screw. He further reports that the screw was implanted end of 2008.